Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2019-00111. Follow-up information provided the physician made multiple attempts to place the leads. However, due to the patient¿s anatomy the leads would not advance into the epidural space.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2019-00111. It was reported the patient underwent surgical intervention on (B)(6) 2018 to replace two leads due to lead migration (also see related MFR. Report#: 3006705815-2019-00106 and reference MFR. Report#: 3006705815-2019-00107). During the procedure, the physician was unable to replace both leads with a traditional approach. The patient¿s ipg was left in place with no leads attached. As a result, the patient is awaiting further surgical intervention.